Event description:
A tonsillectomy and adenoidectomy was performed on a male without incident until it was discovered at the end of the procedure that the patient received a burn on his right lip. Pictures were taken of the burn and the bovie which were secured and labeled. Antibiotic ointment was applied and the procedure was terminated. Several days later, the doctor filed a report addendum stating that the burn occurred because of exposed metal touching the lip and the tip was unusually difficult to insert into the pencil, yet he decided to use it anyway. The IFU clearly stated in part, the following precautions: "securely attach all components prior to use, check the electrode connection to the accessory you are using to ensure proper fit and compatibility. Improper electrode installation may result in injury to the patient or operating room personnel by arcing at the electrode/pencil connection. Examine all devices to be connected to the electrosurgical generator. After connection, ensure that they are functioning properly. Before inserting or changing an electrode, be sure that the active accessory is not connected to an electrosurgical generator, or that the generator is off (standby). Grasp the electrode by the insulating sleeve, and insert the round shank into the electrosurgical accessory.

Manufacturer narrative:
According to our sales data, the electrosurgical pencil was sold to our customer progressive in a bulk quantity, without the electrode. It is our customer's freedom to repack in his preference. The electrode in question which caused the burn was not manufactured by our company.